Event description:
The reporter stated the surgeon attempted to insert a aq2015a silicone aspheric three piece lens. As the surgeon was advancing the lens in the injector, he noticed the lens did not load well. There was pt contact, but the lens was not inserted into the eye. Lens possibly damaged. Another same model and size lens was implanted. Reporter stated this incident was due to loading error.

Manufacturer narrative:
(B)(4) (lens did not load well), (B)(4).